Event description:
Hernia repair using cheap quality mesh (polypropylene) which caused complication (seroma). I had hysterectomy and hernia repair surgery at (B)(6) hospital on (B)(6) 2010. Dr (B)(6) performed the hysterectomy and dr (B)(6) repaired my hernia. The purpose of this letter is to inform you of post surgical complications (seroma) related to the hernia repair. The complications require ongoing medical intervention and monitoring and the prognosis is uncertain. A brief visit with dr (B)(6) on (B)(6) 2010, led to a referral to interventional radiology to drain the seroma, the size of a six month pregnancy, on (B)(6) 2010. At that time, a liter of fluid was drained and a jp tube re-inserted at the incision below my belly button for continued draining. A subsequent visit to the interventional radiology followed on (B)(6) 2010, where dye was injected into the jp drain to locate fluid and medication was introduced to expedite drainage. At that time, I was told that I will wear the jp drain until fluid is down to 20 cc at which time, the drain will be removed. Current daily drainage averages 90-120 cc. The post surgical abdominal swelling has gone down considerably as a result of the visits to interventional radiology. However, my abdomen still remains abnormal and protruded with continual pain localized to the site of the hernia repair, and I am still experiencing tenderness and general discomfort nine weeks post surgery. In addition, I suffer from sadness, fatigue, loss of appetite, sleepless nights (pain medications do not help; they seem to act as stimulants), insomnia, restlessness, and lost wages (I am only able to work half time until the jp drain is removed and the pain subsides). At a (B)(6) 2010 visit with dr (B)(6), he sated that the seroma has a direct correlation to the type of mesh used in repairing my hernia. Dr (B)(6) stated that the mesh is polypropylene, is mfg by ethicon, and is a cheap brand. Dr (B)(6) further faulted (B)(6) hospital for the purchase of inferior quality cheap mesh for use in hernia repairs. Dr (B)(6) added that he was informed by (B)(6) dept of other patients with similar complications due to the poor quality mesh. These complications have me very concerned about my health, well-being, finances (lost wages, inability to work full time, and job security), and long-term prognosis. Dr (B)(6) informed me that it may take about three months for the seroma to dry up and six months to recover from the problem. I am left to wonder if the situation is reversible by remedial surgery using a better quality mesh, although dr (B)(6) suggested that with time and patience, "things will be fine". I do not know if this is true. I strongly believe that both (B)(6) hospital and ethicon are liable for knowingly compromising my health and that of others by through use of a cheap, inferior quality, polypropylene mesh product in their surgical patients. Lastly, my condition raises both clinical and ethical issues, and I kindly ask you to review the situation and advise me on how to proceed. I can be reached at (B)(6). Thank you for your time and consideration of my ongoing post surgical health problems. Dose or amount: flush with saline solution, frequency: 3 x daily, route: jp drain. Dates of use: (B)(6) 2010 - present. Diagnosis or reason for use: seroma draining. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.